Manufacturer narrative:
Both belt clip rails broke off, and the s/n label located between the belt clip rails is missing. In addition to this, the middle (enter) keypad button is cracked as well as the right arrow and down arrow buttons.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was unknown. The customer also reported that the insulin pump had been bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.